Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in a moderately tortuous and moderately calcified blood vessel. After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.